Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra-fine¿ pen needle would not detach. The following was received from the initial reporter: registered nurse (rn) was administering insulin via pen injector. After administered, rn took autoshield duo pen needle device off of the pen to discard in sharps container, it was found that the entire needle was still stuck in the pen. The plastic part surrounding the needle came off like normal, but the needle remained in the pen and was exposed with no way to safely retract.

Event description:
It was reported that the bd ultra-fine¿ pen needle would not detach. The following was received from the initial reporter: registered nurse (rn) was administering insulin via pen injector. After administered, rn took autoshield duo pen needle device off of the pen to discard in sharps container, it was found that the entire needle was still stuck in the pen. The plastic part surrounding the needle came off like normal, but the needle remained in the pen and was exposed with no way to safely retract.

Manufacturer narrative:
E.4. FDA notified: the initial reporter also notified the FDA via medwatch# [3902650000-2023-8019]. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.